Manufacturer narrative:
An event regarding loosening involving an trident shell was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is lack of or loss the fixation acetabular component tha. There is insufficient documentation presented to complete this assessment." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is lack of or loss the fixation acetabular component tha. There is insufficient documentation presented to complete this assessment." The root cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had revision hip. Surgeon removed cup which was loose, reamed to a 55 mm, then implanted new titanium cup 56 mm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had revision hip. Surgeon removed cup which was loose, reamed to a 55mm, then implanted new titanium cup 56mm.